Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx drug eluting stents were implanted into the rca. Cec assessed that on the same day, the patient suffered a non q wave mi (target vessel), 3rd udmi peri- pci in the proximal rca. It was reported the film was reviewed and occlusion was observed. Safety assessed the event as possibly related to the device and anti-platelet medication.